Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that in the last couple days they are able to charge controller to 100 percent but when they go to charge the implantable neurostimulator (ins) it stops charging at 50 percent. They said this took an hour and a half. The pt says the recharger (rtm) was recently replaced and it looks intact. Controller port looks intact. They said they remember getting "either a battery or a new controller". The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they had a problem and was sent a new controller. Then this morning when they went to charge the implantable neurostimulator (ins) one of the batteries was at 50% and the ins battery was at 100%. In a half hour they went to check the ins charging and the ins battery was at 50% and then 10 minutes ago the ins was at 40%. Now the ins was at 40% and the controller was at 60%. During the call, the pt verified no damage to the recharger (rtm) or to the controller charging port. The pt reset the controller and attempted to recharge the ins. The pt was recharging at excellent; the ins was at 40% and the controller was at 60%. The ins incremented to 50%. Agent informed pt that if issues further assisted where the ins was not incrementing then to notify their healthcare provider (hcp). Patient called back repeating information from previous call. Agent reviewed the role of the mdt rep and doctor with the patient. Agent advised the patient to meet with their doctor and mdt rep to further address the issue.